Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a highest recorded blood glucose of 315 mg/dl after the dexcom g7 continuous glucose monitoring sensor was not connected to the ilet for several hours, resulting in interruption of automated insulin dosing; the user manually entered a blood glucose value and performed a sensor and transmitter change to resume insulin delivery, after which monitoring continued and the pairing issue resolved. Symptoms included elevated blood glucose without reported acute clinical manifestations. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no hospitalization. Investigation included user interview and troubleshooting with education on reconnecting the cgm and restoring closed-loop operation. Investigation of this case revealed that the event was associated with a communication or pairing failure between the cgm and the ilet, which resolved after sensor and transmitter replacement and reconnection steps. It was concluded that the hyperglycemia was related to loss of cgm-to-ilet connectivity that paused automated insulin delivery, with resolution after restoration of system connectivity and no further issues reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.